Manufacturer narrative:
Additional information: the device was received for evaluation with an opened pouch. A visual inspection noted an embedded particle the size of two (2) square millimeters on the supply line¿s female shrouded connector pull ring cap. An underwater pressure test was performed with no issues noted. The reported problem was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black spot (particulate matter) observed on one of the pull ring line caps of a homechoice cassette. This was found before use. There was no patient injury or medical intervention associated with this event. No additional information is available.